Manufacturer narrative:
Additional narrative: date of event is unknown. Device is an instrument and is not implanted / explanted. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the scrub technician noted that all six (6) synframe ring clamps were worn and would not hold or function properly. This issue was discovered on the back table in preparation for an anterior interbody lumbar fusion (alif) at unknown levels on (B)(6) 2016. The patient was in the operating room, however, an incision had not yet been made and the procedure had not begun. There was a second set of synframe ring clamps that were readily available for use. There was no surgical delay. The patient was not affected. The procedure was completed successfully. It was reported that the patient had a great surgical outcome. This report is for one (1) synframe ring clamp. This is report 6 of 6 for (B)(4).

Manufacturer narrative:
Additional narrative: manufacturing site: (B)(4). Manufacturing date: february 01, 2010. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: all of the returned devices have significantly worn clamps, including worn off finish and surface scratches. In addition the clamps are bent which may impact the ability to retain the holding ring and/or guide rod. This device was noted to have the cap nut and the spring missing. No products (holding ring or guide rod) used with these devices were returned for testing therefore replication of the complaint was unable to be tested. A visual inspection, drawing review and device history record review were performed as part of this investigation. The complaint is confirmed. Replication of the complaint condition is not able to be tested, as a holding ring or guide rod was not returned. Use of the synframe ring clamp is outlined in the synframe access and retractor system assembly guide. The relevant drawings were reviewed during investigation. The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. No definitive root cause was able to be determined. The wear/deformation is likely due to cumulative wear over time and rough handling of the devices. There were no issues during the manufacture of this product that would contribute to this complaint condition. The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.